Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements and pacing inhibition. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in three segments. Visual observation noted the presence of set screw marks on the lead terminal pin, dried blood/body fluid was noted in the lumen, the extraction stylet was stuck in the mid-body segment of the lead, the tip segment and conductor coils were observed to be stretched, electrocautery damage was noted in several locations in the lead insulation, tissue with calcification was noted on the lead body and on the distal tip and was noted to be completely covering the tip ring. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. The lead did not pass initial electrical testing due to the calcification, however, after removal of the calcification, measurements were within normal limits. A pressure test of the outer insulation was not performed due to the electrocautery damage. Laboratory analysis confirmed the reported observations and concluded that the calcification had built up on the lead¿s distal tip area most likely creating a non-conductive barrier between the lead tip ring and the tissue, thereby gradually increasing the thresholds and contributing to loss of pacing as the calcification built up.